Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionists (ccp) noted that the screen on the central control monitor (ccm) was dim and flickering. The device was not changed out, as the ccp continued to use the suspect ccm. The surgical procedure was completed successfully, and there were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The ccm was taken out of service after the case, leaving it on and plugged into a/c for the day. After a few hours, they found that the screen had completely died (gone blank). This event is related to MDR #1828100-2013-00498.